Event description:
Caller reported a malfunction on pump with malfunction code malf 12. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and no recurrence of malfunction was noted; caller was advised to continue using pump and contact support if issue recurs.